Manufacturer narrative:
The manufacturer previously reported that an "internal battery not charging" error occurred on a ventilator. There was no harm or injury reported. The device was evaluated, and the reported issue was duplicated during operational checking. The power management board and internal battery were replaced to address the issue. In addition, the front enclosure was replaced due to a broken screw, and the following parts were replaced as preventative maintenance; trilogy o2 pm1 kit, exhaust fan assy, 43 micron filter. These replacements were unrelated to the reportable issue/malfunction.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an "internal battery not charging" error occurred on a ventilator. There was no harm or injury reported. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.